Event description:
It was reported that the patient received inappropriate therapy due to noise and a fracture. The lead was capped and replaced. During the replacement procedure, the helix on the new lead would not extend after positioning several times. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found,the distal connector of the lead was extrinsically bent,the distal lv (low voltage) electrode of the lead was covered in blood,the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth,the helix of the lead was extrinsically bent ,visual summary analysis of the lead indicated damage at implant. The analyst also noted:lead returned with the helix retracted and tissue/blood visible inside helix, removed with alcohol. Helix extended but is bent, damaged a implant attempt. Connector pin is slightly bent, blood visible on pin, the bent pin could effect rotation of helix, damaged at implant attempt.